Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose in the low 50 mg/dl range at the time of the incident. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer believes the pump was delivering insulin even when they were low. Troubleshooting was completed but did not resolve the issue. The customer also reports sensor glucose versus blood glucose differences. The insulin pump, reservoir, and infusion set will be returned for analysis.

Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and self test. Insulin pump communicated properly with test guardian link transmitter and blood glucose meter. No auto mode anomaly noted during testing. Device passed the delivery accuracy test at 0.08670 inches.